Event description:
It was reported that when this unit was analyzing a pt it gave a lead fault error. The leads were changed and the error was still coming up. The next time the unit was turned on, it worked properly.